Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving 10 mg/ml of morph ine at 0.860 mg/day via an implantable pump for non-malignant pain and post-lumbar laminectomy syndrome. On (B)(6) 2017, it was reported that the patient¿s back incision never healed and that the patient had a visible open wound. It was also reported that the patient had increased pain and stated that they were freezing cold. The patient also had no real discharge ¿except for a few spots in [their] underwear¿. On (B)(6) 2017, the patient could not walk and was taken to the hospital. The patient was treated in the hospital and their pump was explanted on (B)(6) 2017. Environmental/external/patient factors included that the patient¿s incision had not healed. The issue was considered resolved at the time of the report.

Event description:
Additional information was received. It was reported that the patient could not give a good answer to when they first started experiencing the poor wound healing, increased, pain, cold sensation, and "no real discharge except for a few spots in his underwear". They only kept saying that he never healed following his implants. The cause of the patient's symptoms leading to the pump explant was not determined, only that the patient's wound didn't heal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.